Manufacturer narrative:
The subject device was received and evaluated at olympus service business center (sbc) germany. Device evaluation and inspection, service repair noted during the physical investigation, the following errors were detected: cut on the cable. The surface of cable unit is cut at several times. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that in the middle of a functional endoscopic sinus surgery (fess) procedure in nose, customer tried to stop the rotation of diego's terminal by releasing the footswitch. However; the blade kept on rotating at lower revolutions even though the footswitch was not pressed down. It did not cause any damage to patient as it was removed in time. The device was replaced. The intended procedure was completed with a backup footswitch. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section d4 was corrected with information that was inadvertently left out of the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the footswitch issue could not be determined. It is possible that the footswitch issue was caused by mishandling from the user. Olympus will continue to monitor field performance for this device.